Event description:
During administration of IV antibiotics, the patient's mother notified the rn that the patient had blood on her shirt. Upon investigation, the rn noted that the patient had a crack in the tubing attached to the huber needle. The crack was in the tubing where it attaches to the hub. Huber needle was removed and replaced with another.